Manufacturer narrative:
(B)(6). (B)(4). All donor and manufacturing records relative to the subject graft were reviewed and indicated that the graft was manufactured according to procedure and met all required specifications; all final product sterility and environmental monitoring test results complied. The donor records were reviewed by the manufacturer's medical director, and the donor was confirmed to have been appropriately screened and tested in accordance with the manufacturer's donor suitability criteria, and was deemed eligible for transplantation; there was no growth of e. Coli (the infecting organism) on any of the recovery cultures, and all infectious disease tests were non-reactive (compliant). The tissue recovery organization which provided the donor tissue to the manufacturer was notified of this incident, and they have received no additional reports of infection involving any other tissues procured from this donor. The manufacturer has not received any other reports of infection involving any other grafts manufactured from this lot or from this donor tissue. Based on these findings, the manufacturer's medical director has concluded that there is no medical evidence to indicate that the subject graft caused or contributed to the patient's infection. In addition, it was reported that the operating surgeon stated that he does not feel the allograft caused or contributed to the patient's infection. No further action is required at this time and this event is considered closed.

Event description:
It was reported that the patient underwent l3-4 and l4-5 posterior lumbar decompressive laminectomies with interbody fusions, and an l5-s1 decompression with instrumentation. The patient was discharged to a ¿skilled nursing facility¿ five days post-op. Two days later the patient returned to the emergency department with ¿fever, right-sided facial droop, right sided weakness and slurred speech.¿ he was re-admitted to the hospital the following day. Wound cultures grew e. Coli. It was noted that the patient¿s wbcs were low during both hospitalizations. During the second hospitalization, patient was treated with multiple antibiotic coverages. Four days following readmission, the patient was returned to the or for a ¿reopening of the lumbar wound, debridement, pulse lavage and placement of a wound vac drain.¿ he was returned the or four days later for more debridement and lavage. Ten days later, the patient returned to the or for the third time since the original surgery and underwent more debridement and lavage and a secondary closure of the wound. The wound was last reported to be oozing sero-sanguinous fluid, but no pus. The incision was reported to be ¿looking good.¿ the operating surgeon reportedly stated that he did not feel the allograft ¿was in anyway involved with the infection.¿